Event description:
Neurosurgeon was doing operation of aneurysm with gdc. When he put the first gdc to aneurysm, he found the situation unfit so he drew the gdc out and then put it again, in this time, he cannot put the gdc to aneurysm completely, and found the gdc had cut from connection point of gdc. Dr. Had to draw the whole system including micro-catheter. After that, the operation continued but this situation occurred again. When he put the fourth gdc to aneurysm, he found the gdc's first spiral disappear. In the end, he returned these gdc to company and he asked co checking these gdc and changed them to him."